Event description:
Concomitant device reported: unknown tfna nail (part # unknown, lot # unknown, quantity # 1), tfna helical blade (part # unknown, lot # unknown, quantity # 1), unknown drill bit (part # unknown, lot # unknown, quantity # 1).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown guides/sleeves/aiming: aiming arm /unknown lot. Part and lot numbers are unknown. UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a revision surgery of trochanteric femoral nail advanced, the technician handed a 135 degree nail with a 130 degree aiming arm to the surgeon. The surgeon tried multiple times implanting the helical blade and also used the 6/9 stepped drill bit and had a hard time passing it. There was no surgical delay. The procedure was successfully completed. Patient status is unknown. Concomitant device reported: unknown tfna nail (part # unknown, lot # unknown, quantity # 1), tfna helical blade (part # unknown, lot # unknown, quantity # 1), unknown drill bit (part # unknown, lot # unknown, quantity # 1). This report is for one (1) guides/sleeves/aiming: aiming arm. This is report 1 of 1 for (B)(4). This (B)(4) was created to capture intra-op event involving a helical blade that was hard to implant, while (B)(4) captures post-op event involving a nonunion and broken tfna nail